Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200-250 units of insulin during the load sequence. Reportedly the customer was using off label insulin. The customer re-loaded the cartridge to resolve the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ h3 other text : device not returned.